Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Analysis of the information from the customer site and data logs found that platelet histograms showed the algorithm incorrectly excluded the giant platelets which resulted in zero to low results for platelets. However, the platelet results were underlined to alert the operator to a dispertional data alert. When the second sample was tested, the algorithm was able to identify the giant platelets and generated an expected platelet result. However, the presence of giant platelets cannot be ruled out as possibly affecting patient results. The cell-dyn ruby operation manual contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product deficiency exists. The issue was isolated to one specific patient sample.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports an issue with one patient's platelet results generated from a cell-dyn ruby analyzer. An initial result of 3.05 k/ul was generated from an edta collection tube. A sample collected in a heparinized collection tube generated a result of 3.45 k/ul. The sample was then tested in the cbc+noc (nuclear optical count) and generated a result of 0.00 k/ul. A second sample was then collected in edta and generated a result of 96.1 k/ul. In reviewing the samples' histograms, irregularities were noted for the initial edta and heparin collected samples. A manual blood smear revealed numerous giant platelets and no nucleated red blood cells. The smear also supported the higher platelet count. No suspect results were reported from the lab with no patient impact.